Manufacturer narrative:
The subject device was discarded by the user facility and was not returned to olympus medical systems corp. (Omsc) for evaluation. As checking the manufacturing record of the same lot for the subject device, nothing abnormal related to the reported event was detected. Omsc could not be confirmed the subject device, so the exact cause could not be conclusively determined. A market complaint was also raised on the electrosurgical unit (esg-100) combined with the subject device. Omsc evaluated the esg-100 and any abnormalities could not be found on the esg-100. It is surmised that a half-burnt cutting of the tissue occurred by the following mechanism. Foreign materials, such as mucus, and a contrast medium were stuck to the cutting wire or the tissue. Since the power was turned on under the conditions of 1, the high frequency output became low and the tissue could not be incised. Electric discharge between the cutting wire and the foreign materials occurred at energization, causing the foreign materials to be burnt. Because the foreign materials, such as mucus, and the contrast medium disappeared for some factors, the high frequency output was increased. The cutting speed was suddenly increased and the incision amount of a papilla became larger, causing massive bleeding. In addition, as a cause for the monitor screen to be white-out for a moment, it is considered that the charge-coupled device (ccd) of the endoscope received such intense light as electric discharge.

Event description:
During endoscopic sphincterotomy (est), a large spark occurred and the monitor fell into white-out for a moment. After the device was energized, it became a sudden zipper cut (an expected sudden incision) and massive bleeding occurred. When the subject device was withdrawn, the cutting wire was burnt. For the bleeding, pressure hemostasis with the balloon was performed and the procedure was discontinued. On the following day, a blood transfusion was conducted due to re-bleeding. Further, the subject device has already been discarded.